Manufacturer narrative:
This report is submitted on september 18, 2023.

Event description:
Per the clinic, the patient experienced an infection (pus) at the implant site. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on january 18, 2024.